Event description:
Pump was reported to overinfuse during clinical use. The pump was infusing dopamine when the pump alarmed and said "out of service". The pt's blood pressure dropped and the incident was noted when the blood pressure monitor sounded an alarm. No pt injury resulted.